Manufacturer narrative:
Initial reporter occupation is patient/consumer. The reporter's test strips were provided for investigation where they were tested using retention controls. Testing result (qc range 2.4-3.0 inr): qc 1: 2.6 inr, qc 2: 2.6 inr and qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of a questionable inr result for 1 patient tested with a coaguchek inrange serial number (B)(4), compared to an unknown laboratory method. The meter result was 4.2 inr. The result from the laboratory within 5 minutes was 3.2 inr. The patient has a therapeutic range of 3.5- 4 inr. The patient was advised to continue with his current dose and follow-up with another comparison test.